Event description:
The initial report was submitted in error. Hence, removed the treatment code t001 and added t003 for 2452 and 1905 harm codes. Also, added the harm code 1969 with t008 treatment code and updated the narrative with this report. It was reported to medtronic minimed that the customer passed away on (B)(6) 2023. The cause of death was high blood glucose and a heart attack. Other relevant history includes preexisting medical conditions: high blood glucose, sweating, and myocardial infarction. The pump was worn at the time it passed. The last known product(s) for this customer are as follows: mmt-1880, mmt-332a, and mmt-397a. A product return was requested for mmt-1880. The customer declined to return, or is unable to return. A product return was requested for mmt-332a. The customer declined to return, or is unable to return. No product return is required for mmt-397a. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2023. Cause of death was high blood glucose and heart attack. Other relevant history, including preexisting medical conditions: high blood glucose and sweating. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-1880, mmt-332a, mmt-397a. Product return requested for mmt-1880. Customer declined to return, or is unable to return. Product return requested for mmt-332a. Customer declined to return, or is unable to return. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.